Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that it was functionally okay with insignificant anomalies. Analysis of the electrical stimulation lead (serial number (B)(4)) found that the lead body conductor was broken at the anchor site. Analysis of the electrical stimulation lead (serial number (B)(4)) found that the lead body had been cut through. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead product ID 97791 lot# serial# unknown implanted: (B)(6) 2022 explanted:(B)(6) 2024 product type accessory product ID 97791 lot# serial# unknown implanted:(B)(6) 2022. Explanted: (B)(6) 2024. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jun-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jun-2026, UDI#: (B)(4) h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a communication issue. There was difficult or intermittent communication. Every time the patient tried to connect, the patient controller would say it was unable to find the device and the patient would have to try multiple times to connect. The device would also randomly shut off stimulation out of the blue. The patient stated that they called patient services multiple times and they provided some troubleshooting options to the patient. The cause wasn't known but an impedance issue was reported. It was reported that the patient had high impedances. Electrode 8 through 14 measured as greater than 40,000 ohms. They tried to program around the high impedance electrodes but there was no pain relief due to lead migration as well. The cause was unknown. The patient had a return of pain. The patient had a full system replacement on (B)(6) 2024. The issue was resolved. The devices were returned for analysis